Event description:
It was reported that the side rail mounted on the ventilator carrier broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility has not requested service. The side rail has not been returned and no further information has been provided. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).